Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition in the right ventricular (rv) channel. This patient experienced asystole greater than two seconds, the longest pause being at least thirteen seconds. The device delivered inappropriate anti-tachycardia pacing (atp) and one shock. Boston scientific technical services (ts) questioned if this patient underwent a medical procedure when this event occurred but the sales representative did not have information. No additional adverse patient effects were reported. This device remains in service.